Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 50 mg/dl and 35 mg/dl. The customer was treated with food for low blood glucose level. The customer¿s blood glucose level was 285 mg/dl, 170 mg/dl, 161 mg/dl, 140 mg/dl, 147 mg/dl and 80 mg/dl. The customer reported that the insulin pump was a lot of work due to high blood glucose level and it vibrates all night as the sensor work and did not work. The insulin pump will not be returned for analysis.